Event description:
It was reported that during a case the collimator coned down and the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, but could not duplicate the problem. The fluoro functions board (ffe) was replaced as a precautionary measure. System operates as intended.